Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat#6570-0-136; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
This pi is for the left hip. It was reported that the patient had bilateral hip revisions due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified). Rep can provide pre-revision x-rays and reported that no further information will be released by the hospital or surgeon.